Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen, clonidine, and bupivacaine via an implantable pump for non-malignanat pain indications for use. It was reported that the patient pump read motor has been stalled for 1092 hours and 15 minutes. The healthcare provider (hcp) stated that there was no volume discrepancy, and the patient did not report symptoms. The technical services (tss) had the hcp check the and the logs and it showed motor stall recovery, and the motor stall message cleared after update. The tss confirmed that the pump was in telemetry mode and discussed considerations from ka attached.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.